Manufacturer narrative:
UDI (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device attended for routine follow-up. During this visit, the technician reported the patient let out a cat like noise along with body constricting motion. The technician thought the patient was in ventricular fibrillation (vf). However, the rate appeared undetected by the device. The technician reported some confusion regarding the sequence of programmer actions; however, felt they had cancelled out of the 'induce' screen. In absence of being able to detect if charging was occurring, the technician elected to deliver a commanded shock and initiated chest compressions. The patient exhibited normal recovery and data was sent for an engineering level review. Engineers were able to confirm the vf arrest, which initially was thought to have been spontaneous, was actually manually programmer induced during this follow-up visit. The patient appeared to be in a normal sinus rhythm prior to the manual induction. Following data review, there were no allegations against the boston scientific device and to date, this unit remains implanted and in service.